Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal the string separated from a tampon leaving tampon pieces behind which she needed assistance removing. She experienced a headache and nausea and also had a high fever that lasted approximately 24 hours.